Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during use on the patient, the closure system got stuck in the airlock and could not be advanced any further closure system then removed and replaced." Additional information: l cfa manta introducer and sheath inserted - when removing introducer, it appeared the haemostic value wasn't working / damaged? As a lot of blood was seen coming out of the sheath - once the manta device was inserted it stopped as hemostasis was now achieved - the introducer was only inserted into the sheath 2 minutes prior to use. Artery access location & vessel size: cfa calcification present: mod (25-50%) measured depth for manta 2.5 +1 heparin was given -time: 930 -amount: 5000units the problem was that the bypass tube could not be inserted into the manta sheath and there was much resistance when inserting the delivery sheath. In the 2nd system it worked extremely well. The patient was reported as fine.

Event description:
It was reported that "during use on the patient, the closure system got stuck in the airlock and could not be advanced any further closure system then removed and replaced." Additional information: l cfa manta introducer and sheath inserted - when removing introducer it appeared the haemostic value wasn't working / damaged? As a lot of blood was seen coming out of the sheath - once the manta device was inserted it stopped as hemostasis was now achieved - the introducer was only inserted into the sheath 2 minutes prior to use. Artery access location & vessel size: cfa. Calcification present: mod (25-50%). Measured depth for manta 2.5 +1. Heparin was given: time: 930, amount: 5000 units. The problem was that the bypass tube could not be inserted into the manta sheath and there was much resistance when inserting the delivery sheath. In the 2nd system it worked extremely well. The patient was reported as fine.

Manufacturer narrative:
(B)(4). One unit of manta, sheath and dilator were returned. Manta was interconnected with the sheath, but the housing was not locked. Blood particulates were noted on the units. Units were decontaminated and inspected. The anchor with collagen was partially pushed out. The suture was cut to dismantle the manta lumen and sheath. The button valve was torn and not displaced. The device lot history record review for lot number mn2301555 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Following the evar, heparin was administered and an 18f ce manta was deployed to the measured depth for closure. While removing the manta introducer from the manta sheath, copious bleeding was seen projecting from the sheath. The bleeding stopped once the manta device was inserted into the sheath. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered much resistance attempting to advance the bypass tube into the sheath hub. The bypass tube was unable to enter the hemostatic valve. The first 18f ce manta device and sheath were removed, and a second 18f ce manta device and sheath (same lot number) were opened and loaded onto the gu idewire and deployed without further complication, achieving hemostasis. Patient outcome post-procedure was fine. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.